Event description:
Nellcor puritan bennett received a call from nellcor puritan bennett rep, on 2/12/99. Rep reports the following problem: all light emitting diodes on with no ventilation. No pt harm.